Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's system diagnostics recorded impedances on the right lead and has completely fractured. There is also one impedance on the left lead as well. As a result, the patient is experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.

Event description:
Additional information was received stating the fracture was not confirmed with imaging, but system diagnostics recorded high impedances on the leads.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place where in the leads were explanted and replaced to address the issue. Reportedly, effective coverage as achieved post op.